Event description:
Patient in for elective removal of bilateral breast implants due to rupture. Involved implant was sent to pathology. Right ruptured implant. 34g 13.0x13.00.5cm implant void of contents. Labeled with mentor 7310938 m+ 550cc.